Manufacturer narrative:
(B)(4). Report of edwards bioprosthetic valve stenosis in the tricuspid position five (5) years post implant; patient was implanted with an edwards transcatheter bioprosthetic valve as treatment. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis failure and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. In this case, it is likely that this patient's disease stage and medical condition may have caused or contributed to this event. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events. Note: this report corresponds to the bioprosthesis in the tricuspid position (subject device); a separate MDR was submitted to address the tricuspid bioprosthesis (MFR report# 2015691-2013-21837).

Event description:
It was reported that two edwards bioprosthetic valves, in the mitral and tricuspid positions, have been diagnosed as regurgitant five (5) years post implant. The patient is a (B)(6) female with history of: IV drug use, dialysis, prior stroke and chemical pancreatitis. Patient was implanted with edwards transcatheter bioprosthetic valve within the existing bioprosthetic valve in the tricuspid position (subject device) via transjugular approach. This report corresponds to the bioprosthesis in the tricuspid position (subject device); a separate MDR was submitted for the valve in the mitral position (MFR report#2015691-2013-21837)